Manufacturer narrative:
This MDR is being submitted to add reference to a field action.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for assistance. The carriage on universal surgical manipulator (usm) 2 seems to be slightly loose. They are continuing with the procedure as planned to use usm 2 but would like to report this behavior just in case a repair action is required. Tse has evaluated attached video and confirms that usm 2 needs to be replaced. The procedure was completed as planned with no patient harm and no delays. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: although there was instability outside in the instrument fitting, the instrument tip itself was stable, so the surgeon and or staff decided to proceed with 4 arms. There was no harm or injury to the patient. There was prolongation of the surgical time due to this event of around 5 to 10 minutes.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replicated the reported problem and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The unit was tested on an in-house system in normal mode where there were no triggered errors. Unit was also tested on a pfpt where no errors were triggered. Unit failed insertion rail width test. Carriage was also observed as being "loose" during physical inspection. As a fix, the insertion/linear bearing rail will be replaced. Review of the provided video is consistent with the alleged complaint. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for video review. This complaint is being reported based on the following conclusion: the customer had the carriage on universal surgical manipulator 2 (usm) slightly loose after the start of the procedure. The field service engineer (fse) replicated the reported problem and replaced the usm to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.